Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy was reported to have missing segments in the display of the dose units. This humapen memoir burgundy was associated with product complaint 1426221, lot 1003c02. The return of the device was anticipated. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device return was anticipated. The use status humapen memoir burgundy was not provided.

Manufacturer narrative:
This is an initial report. A follow-up report will be submitted when the final evaluation is completed. Complaint suggestive of reportable malfunction/near incident. Will investigate further.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2010, the humapen memoir burgundy was reported to have missing segments in the display of the dose units. This humapen memoir burgundy was associated with product complaint (B)(4), lot 1003c02. The device was returned. The operator of the device was unknown. It was unknown if the user was trained. This device model was used for an unspecified length of time. The device was returned on (B)(4) 2010. The humapen memoir burgundy was not continued. Update 28-sep-2010: follow-up received 24-sep-2010 from affiliate. No new information provided. Update 28-oct-2010: additional information received 28-oct-2010 via global product complaint database. Added device specific safety summary, amended EU/ca fields, amended narrative.

Manufacturer narrative:
This report includes final evaluation findings. No additional information is expected. Evaluation summary: the caller reported that segments were missing in the humapen memoir display. The device was returned for investigation (lot 1003c02, manufactured march 2010). The detailed investigation identified missing segments in the dose numbers when the temperature was elevated to approximately 35 deg c. The root cause is a deficient bond between the cable and the lcd glass during assembly. The reportable malfunction missing dose number segments may result in an inaccurate dose of insulin. Malfunction confirmed. The user would typically be aware of missing dose number segments. When the pen is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs, 'if any part of the pen display is missing do not use pen.' It further instructs that if the display is not working correctly to 'contact lilly at xxx-xxx-xxxx or your healthcare professional.' Corrective action deficient bond - a specific corrective action has not yet been implemented. However, an investigation has been initiated to evaluate different options to reduce the occurrence of deficient bonds. Improper use and storage - there is no evidence of improper use or storage.